Event description:
The reporter stated the surgeon inspected the micl13.2 implantable collamer lens prior to loading and noted an internal issue or a faint crack in the center of the lens. Lens was not loaded and back up lens was successfully implanted.

Manufacturer narrative:
Patient: (B)(4) no consequences or impact to patient. Device: (B)(4) lens (iol), torn, split, cracked. No lens in unit carton evaluation: method - lens work order search. Results : a lens work order search was performed and there were no similar complaints found. (B)(4).

Manufacturer narrative:
(B)(4): the investigation determined that nothing in the manufacturing of the lens was the root cause to this complaint. The lens has not been returned for evaluation and no pictures have been provided, therefore, no further investigation can be done. Conclusion (unable to confirm): based on the complaint history, work order search and device history review, we were unable to confirm this complaint. (B)(4).